Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device change it was noted that the right ventricular (rv) lead exhibited low and unstable impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.